Manufacturer narrative:
Additional narrative: this complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: salehani, a. A., baum, g. R., howard, b. M., holland, c. M., & ahmad, f. U. (2016). Floating thoracic spine after double, noncontiguous three-column spinal fractures. World neurosurgery. Received 31 january 2016; accepted 23 march 2016. N=1 pullout of pedicle screws at t11 & t12 (qty 4).